Event description:
It was reported via repair work order that the head section bearing caps were stripped from over tightening the screws that attach the bearing caps. This would allow the head section to pull out of the litter. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.